Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that an image was not displayed due to faulty charge-coupled device (ccd). As to the cause of the faulty charge-coupled device (ccd), it is likely that it was broken because water entered from the damaged part of the connector. The event can be detected/prevented by following the instructions for use which state: "do not hit or bend the electrical contacts on the video connector. The connection to the video system center may be impaired and faulty contact can result". Olympus will continue to monitor field performance for this device.

Event description:
It was reported that autoclavable camera head device did not display an image on the screen during preparation for a cystoscopy. Customer denied a prolonged procedure or sedation as a result of the reported event. The procedure was completed using another device and there was no report of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported event was confirmed due to a faulty charged coupling device. Other evaluation findings include a cracked connector, poor color reproduction, and a failed leak test. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.